Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b5 and h6.

Event description:
Additional information was received from the customer that there was no patient harm. There was also no bleeding reported.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Updated fields: d8, h3, and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the albaran lever (forceps lever) of the videoscope could not fix the wire properly, causing it to slip and perforate the tissue. Additional information has been requested but not available at this time.